Manufacturer narrative:
Evaluation, results: inherent risk of procedure-failure to deliver the stent and stent deformation; lesion morphology-calcified and tortuous lesion; no results available since no evaluation performed ¿ device or procedural images not provided for review; related to operational context-retraction through the vessel and guide catheter appear to have further contributed to the stent damage. Evaluation, conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation; lesion morphology-calcified and tortuous lesion; unable to confirm complaint-device or procedural images not provided for review; related to operational context-retraction through the vessel and guide catheter appear to have further contributed to the stent damage. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the 2nd om which exhibited severe tortuosity, moderate to severe calcium and 90-95% stenosis. Device was inspected prior to use with no issues noted. Information provided indicates that the guide was having trouble staying seeded. The resolute was unable to cross the lesion. When the device was removed a raised stent strut was noted. It was reported that, as an attempt was being made to withdraw the device the guide sucked into the left main. It is possible that, as the stent platform was removed the stent may have got caught on the tip of the guide and resulted in a raised strut. Another stent was implanted . No clinical sequelae reported.